Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a corneal ulcer, irritation, and light sensitivity in the left eye (os) at a 3 day post-operative exam. A brief description from the surgery center indicated the patient began experiencing irritation, light sensitivity, redness, and swelling 2 days after initial treatment and woke up the next day with discharge. Upon the post op exam, the patient was diagnosed with a corneal ulcer on the os. The patient¿s comment was of experiencing pain and discomfort. The surgery center reported the surgeon would review the case and devise a treatment plan. No additional information was provided. Bcva from (B)(6) 2017: right eye pre-op 20/20 -5.00 x -2.25 x 179, left eye pre-op 20/20 -3.25 x -2.50 x 177.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.